Manufacturer narrative:
Examination of the returned device confirms the reported event of post breakage. Hhe/qrb (quality review board) 103045639 recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The articulating surface had a locking spring break during normal use. It was bent but still intact. On 21 dec 2016 upon evaluation of the returned device, the trial is broken (post fractured).